Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during an unknown procedure, abdominal air leaked. Although the device was reset on the patient and checked, the leak continued. Another device was used to complete the procedure. There were no adverse consequences for the patient.